Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that during the phacoemulsification phase of a cataract procedure, the surgeon began to groove the nucleus of the cataract and the occlusion alarm went off, a small amount of milky material was in the anterior chamber. The patient sustained a thermal wound that required 2 sutures.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported that blockage of the handpiece was detected, the handpiece was flushed and surgery commenced. A corneal burn was identified at the end of the cataract procedure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. However, the company service representative found a missing connector cap and a nonconforming strain relief on the handpiece. The customer was recommended to replace the handpiece. The phaco handpiece was manufactured on june 12, 2014. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).